Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they replaced the surgeon monitor for the navigation system. The navigation system then passed the system checkout and was found to be fully functional. The suspect monitor was returned to the manufacturer for analysis. The monitor was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, after restarting the imaging system, the touchscreen monitor was turning off shortly after the restart. The representative tested the monitor on a separate navigation system and the issue followed the monitor. No additional information was provided. There was no patient present when this issue was identified.